Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b7 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. One month prior to the peritonitis onset, the patient was hospitalized for other indications, and during this prolonged hospital stay, the patient experienced peritonitis and was treated with magnova injection (1.25 gm, ongoing, route, frequency and duration were not reported) and vancomycin injection (1 gm, ongoing, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and has recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.